Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insyte¿ autoguard¿ shielded IV catheter the packaging was open.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Additional information was received for the medical device lot number(s).   Medical device lot #: 6308949. Medical device expiration date: 10/31/2019. Device manufacture date: 11/3/2016.

Manufacturer narrative:
Investigation summary: lot analysis: 5233538: a total of (B)(4) units were built on afa line 6 from aug 31, 2015 through sep 2, 2015 and packaged on pkg line 11 from aug 1, 2015 through aug 4, 2015. Td #2015-79 was in place during the packaging of the product. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn (B)(4) was initiated and disposition of the product, root cause and corrective action(s) were applied according to the quality control plan. 6308949: a total of (B)(4) units were built on afa line 6 from nov 12, 2016 through nov 16, 2015 and packaged on pkg line 11 from nov 15, 2015 through nov 16, 2015. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received a total of 8 units of which 7 belonged to lot number 5233538 and 1 from lot number 6308949. Visual/microscopic examination: all units were received partially open at both ends, although the unit package was open at the top and bottom of the blister pack, the unit packages demonstrated to have evidence of an adequate seal with no anomalies at time of manufacturing. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. In addition the paper top web of the returned units was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed adequate top web adhesive. The key variables that affect seal strength are seal transfer/width and top web glue. Both of these variables were included in the investigation. Investigation samples(s) meet manufacturing specifications: yes; although the defect was confirmed, the units evaluated for this incident was acceptable per the manufacturing specification requirements of the unit package. Investigation conclusion: the defect stated in the description of the complaint was confirmed with the returned units. Even though the packages came partially opened, all the processes characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Root cause: relationship of device to the reported incident: indeterminate.